Event description:
Per the surgeon' s report, this patient's incision site was infected and would not heal. The surgeon plans to explant the device and reimplant a new device in 2006.

Manufacturer narrative:
This is a final report.